Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30953, 1627487-2020-30954, 1627487-2020-30956. It was reported the patient developed a fever during a trial and went to the ER where the patient was hospitalized and the trial leads were pulled. It was thought the patient might have sepsis however the results were negative. The fever has resolved and the patient was discharged.